Manufacturer narrative:
The associated anthology posterior hard stem inserter was not returned for evaluation. Therefore visual inspection could not be performed. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. This device receives multiple uses, therefore a definitive root cause for the reported issue could not be determined. Potential factors unrelated to the manufacturing or design of the device which may have contributed to the reported event include: incorrect usage; coming into abrupt contact with metallic instrumentation during the cleaning process and becoming damaged; improper handling, storage or maintenance. If the product associated with this event is returned at a future date, the evaluation will be reopened for investigation. Although the batch number could not be identified there are no indications to suggest the device did not meet product specifications upon release into distribution. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It has been reported that patient had redapt femoral stem backed out for further reaming and during this process, the anthology inserter was used and the inner threaded portion broke at the opposite end to the threads/stem end. An alternative inserter had to be used. No injury or patient impact has been confirmed yet.